Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. After numerous attempts in the new generator, they were able to get the extensions in on the left, which still showed contact 3 as high and the right extension was inserted so that only one contact was high. Because the contact wasn't being used for therapy, they decided to leave it like that so they weren't be damaged to the extension anymore. They may decide to change out the extensions at the patients next change of battery. No reason as to why the impedance on contact 3 and 11 were high. They remain high, but the patient was not using these contacts.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the extension seemed to go in easier than it did with the previously attempted ins, but the hcp still had to work on getting the extensions lined up correctly. The hcp reported successfully getting the left extension lined up, and the extension continued to show high impedance on contact 3, which was reported to be the base-line impedance on that contact. The rep reported that on the right extension, all impedances were normal with the exception of contact 11, which showed greater than 40,000 ohms. The hcp decided to leave the extension this way since the patient was not using contact 11. No patient symptoms were reported. No further patient complications have been reported as a result of this event.